Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
(This report pertains to patient's left knee) it was reported that patient presented with painful knees, elevated white count and other labs that are indicating probable infection in both knees. A vigorous bilateral washout and debridement was performed, with new liners being implanted. It was reported that nothing was loose or broken. Poly exchange for same sizes was performed.